Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "during surgery, the fractured reference femoral impactor piece is found in the distal part where the threaded part is located. During the procedure it was evidenced that it does not fit with the final stem is given prompt solution using the instrumental of femoral impaction without screw and the administrator of stock is notified who states that they had not reported this novelty, it is presumed that it could break in the procedure prior to fixing the prosthesis.¿ the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '259807570, retaining stem inserter¿ had broken at the tip. However, the provided evidence was not sufficient to confirm the reported event of inability to assemble. Functionality issues cannot be evaluated through a photo investigation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During surgery, the fractured reference femoral impactor piece was found in the distal part where the threaded part is located. During the procedure it was evidenced that it did not fit with the final stem. There was no delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that: a. Were all parts of the patient¿s broken instrument recovered? If no additional information is available, please indicate this in your reply. There was no need to recover any part of the broken instrument, to which reference is made, it was evident that it did not fit with the final stem, and the prompt solution was given using the femoral impaction instrument without thread, the surgery was completed successfully, without alteration in the times of surgery and any affectation to the patient.